Event description:
Customer reported that the insulin pump had been turning off by itself. Customer also reported receiving a failed battery test on the insulin pump the day before the call. Customer does not show any signs of physical damage and has not recently been exposed to moisture. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within the specification. No unexpected low battery, off no power or failed battery test alarm noted. The insulin pump was monitored for twenty four hours with multiple basal rates. No blank display noted. The unit passed the error test. No unexpected restart observed. The device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No moisture damage inside the insulin pump noted.